Manufacturer narrative:
Device evaluation: the suspect device will not be returned for evaluation. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The rotator broke during use. No harm or injury was reported.